Manufacturer narrative:
(B)(4). Concomitant medical products: femur left size 7 item # 42500006201 lot # 63241965, articular surface fixed bearing left 14 mm height item # 42512400714 lot # 63144511, all poly patella cemented 32 mm diameter item # 42540000032 lot # 63308861. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00175, 0001822565-2018-05740, 0002648920-2018-00746. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently is experienced pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Medical records were not provided. Per package insert, pain is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain approximately 3 years post implantation. No further information to report.